Event description:
It was reported that the bd pen needle 31gx5mm was unable to deliver medication. The following information was provided by the initial reporter: the customer bought a box of disposable injection pen needles in the store which caused pain at the injection site during use at home. The needle site was slightly blocked, and the adverse reactions were improved after replacement.

Manufacturer narrative:
Initial reported addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pen needle 31gx5mm was unable to deliver medication. The following information was provided by the initial reporter: the customer bought a box of disposable injection pen needles in the store which caused pain at the injection site during use at home. The needle site was slightly blocked, and the adverse reactions were improved after replacement.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on IV point, needle puncture and clog test, all samples meet the product specification. A device history review was conducted for lot number 0065938.